Event description:
It was reported that (B)(6) pump (lec (B)(4)) alarm error code, during testing. No patient or clinician injury.

Event description:
It was reported that cadd legacy pump(lec 1720) alarm error code, during testing. No patient or clinician injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a scratched screen. The customer stated problem was duplicated. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Replaced the faulty back-up capacitor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.